Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline sheath had damage. A driveline sheath repair was performed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed damage to the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.